Event description:
The customer contact reported, the intubated patient received more medication than intended. At 1300, the device was programmed to deliver an unspecified concentration of ativan at a rate of 1ml/hr with a volume to be infused of 100ml and the delivery was started. Approximately 50 minutes later, the nurse noted that the solution container was empty and that the device had been powered off. No medical interventions were required. There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.